Event description:
Customer reported a ventilator that was alarming "circuit occlusion, ext. High peak". They did not provide any information as to whether the unit was on a patient during the incident. Customer indicated that the respiratory care assistant director will be looking into details as to whether the unit was on a patient at the time, or if the incident occurred during set-up.

Manufacturer narrative:
(B)(4). Field service was on site and evaluated the unit. He found that the expiratory transducer (xdcr) had failed. At the present time there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the customer to repair the device and return it to service. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
Failure analysis lab received a gas delivery engine (gde). Visible inspection found no indication of damage or misuse. The gde was installed into a known good top level unit and powered on. Upon start up, displayed the following fault conditions: ext high ppeak, circuit occlusion and high ppeak. Under ambient conditions the calibration screen displayed an a/d reading of 3 for insp pres. Gde was part of an avea recall.